Event description:
It was reported that the device is broken or damaged. One of the plunger clamps on top section is broken off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they broken small and large claws replaced. As found software version 9.33.0.50, as left software version 9.33.0.50. Front case replaced, due to cracks and affected by plastic recall. Iui board replaced, due to failed barrel clamp position test. The failure code othe was used to track the alaris pump software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined, that the probable root cause of the reported issue was, due to customer damage of the claw. A review of the device history record showed, the device had a manufacture date of 25sep2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that the device is broken or damaged. One of the plunger clamps on top section is broken off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
(B)(4). Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. One of the plunger clamps on top section is broken off.